Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the device was used to seal a tissue bundle and then the jaws could not be re-opened. The surgeon dissected the tissue directly adjacent to the device jaws in order to remove them from tissue. The surgeon opened a second instrument in order to successfully complete the procedure. There was no pt injury or blood loss.